Manufacturer narrative:
Updated to include device and patient codes.

Manufacturer narrative:
(B)(4).

Event description:
Vascular intervention case to treat a cto of the rca. During treatment of the vessel the wire was placed within the subintimal space. Upon reaching this area with the elca laser sheath the laser catheter followed the wire into the subintimal space. After use of the laser a dissection was confirmed with ivus. The physician continued the planned treatment of the vessel using a balloon and stent resulting in repair of the dissection. No adverse effect was noted to the patient and the patient discharged as planned. The physician considered this a successful case.